Event description:
Procedure type: lap chole. Reportedly, a part of internal seal broke off and a piece fell in to the surgical cavity. The piece was immediately retrieved without pt harm. This caused no delay to surgery time. A new device was used to complete the procedure. No patient injury was reported.